Event description:
This is report 2 of 2 for the same event: it was reported that during an open reduction internal fixation scaphoid (orif) surgical procedure, it was discovered that when the surgeon attempted to switch the hand switch for electric pen drive device to forward, the electric pen drive device went backwards. It was further reported that the device would not switch to forward from reverse. According to the reporter, the foot pedal was used with the electric pen drive device and it worked properly. There was a 30 second delay to the surgical procedure. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the patient¿s post-operative condition was reported to be ¿great.¿ all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.